Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The previous reportability decision for this event was reversed based on a retrospective review. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a patient came back after a neuro procedure for follow-up and an MRI or x-ray revealed a piece of a foreign body which appears to be tip of a bipolar instrument. There is no further information on this complaint, and it is not known which product was used in the surgery that took place previously. No further information was provided about the product used other than the device was a bipolar instrument.

Manufacturer narrative:
Correction is made in section d2 and d4. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction is made in section d1 and d2a. The event is filed under internal karl storz complaint ID: (B)(4).